Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshoot the issue with the customer over the phone. The customer reported to covidien that extended self testing (est) was ran and the initial malfunction was not able to be duplicated. Covidien was not authorized to service the device.

Event description:
Covidien received information of ventilator with an occlusion alarm. The malfunction occurred during patient use. There was no harm or injury to the patient reported.